Manufacturer narrative:
The impella cp and 14fr sheath were not returned for evaluation. The cp was never inserted into the patient and the 14fr sheath was discarded subsequent to the event. Consequently, no device analysis was performed. In addition, no data logs were returned as the console and cp were never utilized for support. A review of the clinical information revealed the patient to be in excess of (B)(6). Due to the patient's large body habitus the angulation of access was atypical. The insertion angle and use of a non-abiomed provided wire contributed to the adverse event. The physician stated the combination of the patient's large habitus and his technique caused the bleeding and vascular injury. Though the device was not returned for analysis, extreme angles of introducer insertion are known to facilitate this type of failure. The review of the lot of pump and introducer revealed no other complaints. The root cause of the event is user related and therefore no corrective action has been initiated. The failure will be monitored and trended. The manufacturer will continue to investigate all reasonable and obtainable sources of information, and will provide results and conclusions in a supplemental medwatch report, if additional information is received. Internal reference (B)(4). Device not returned.

Event description:
On the (B)(6) a (B)(6) obese male was admitted to the hospital and found to have an acute in-stent thrombosis in the coronary artery due to non compliance with medications. The patient had an intervention (pci) in the cardiac catheterization lab to open up the left anterior descending artery. The pci was successfully completed and the cardiac team made the decision to place an impella cp for support while in recovery in the intensive care unit. Of note listed in the IFU for the cp is a statement regarding "evaluation prior to inserting the impella catheter: observations: obesity". The physician began to prep the patient for the impella insertion by removing the 6fr sheath and introducing the 14fr sheath to the right femoral artery, using a non-abiomed provided .035 x145 cm wire. Per the abiomed IFU the wire provided in the access kit is listed as a: ".035 inch stiff access guide wire". The patient was obese and so the access site was assessed. The femoral angiogram revealed the artery to be 9mm in diameter. When the team attempted to place the 14fr sheath into the artery there was an observation made of the "odd angulation" of the insertion and associated bleeding. Due to the bleeding the impella insertion was aborted. The 14fr sheath was immediately replaced by a larger 16fr dryseal sheath to occlude the artery and decrease the blood loss. The patient was then transferred to the operating department where there was a vascular repair. The anterior stick and posterior laceration were surgically repaired. The physician did inform the abiomed representative that this stick was improper technique, rather than product malfunction. The patient is recovering from the massive acute mi and had a permanent pacemaker placed.